Event description:
It was reported that during central processing, the maryland bipolar forceps instrument there was a burn mark in the plastic at the tip. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. The distal clevis was also charred near to the thermal damage to the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. The complaint regarding burn mark at the tip was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.